Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a prep razor. The customer stated that a nurse was cut while removing the cap from the razor. The nurse rec'd stitches.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.